Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of unknown. The customer's current blood glucose was 180 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. Troubleshooting was done for low blood glucose over delivery. The customer does not allege the insulin pump was over delivery. The insulin pump will not be returned for analysis.